Event description:
It was reported that the surgeon believed a distal femur fracture may have been caused by bicortical velys array pins, which created a stress riser. He stated that he planned to place pins more distally and unicortically per velys ras standard pin placement. One patient was treated nonoperatively. One patient was treated with a retrograde nail. As stated in the report, lot numbers were not available. Pins were discarded at the conclusion of the surgery. The fractures occurred at a later time. There was no significant delay. All available information has been disclosed.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available